Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had experienced pain at the left side when moving the left arm. Subsequently the patient had syncope when using the bathroom. The patient suspected they had received a shock from their implantable cardioverter defibrillator (ICD). The patient sent a remote follow-up transmission and called an ambulance. In the ed (emergency department) no abnormal findings were observed as the remote follow up transmission was normal. The patient stayed in the ed overnight. The next day the ICD was interrogated with normal results.  It was noted that the patient¿s leukocyte count was slightly elevated (9.9) initially but normal (6.9) when controlled the next day. The patient was discharged on the following day. The sensation at the left side was interpreted as normal postoperative pain at the surgical site and the syncope as vasovagal. Therefore, no changes to programming of the device were made. The ICD remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.